Manufacturer narrative:
The reported event of backup operation was confirmed. Device image indicated that power-on-reset had occurred and caused device to revert to backup operation on the date of implant. Code corruption was also noted on the family identification bit so merlin programmer was not able to identify the device. Analysis performed after reloading product code, including thermal and mechanical testing of the device did not find any anomaly. Device was monitored at different temperatures, but it was still able to function within specification. Despite extensive efforts, the power-on-reset could not be reproduced in the lab. There were no anomalies found that could determine the cause of power-on-reset occurred in the field.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure, the pulse generator lost telemetry and went into back-up. The device was replaced. The patient was stable.